Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1018 (calibration check failure, cal a, result too high) was generated, following the installation of the axsym in the customer facility. The customer was advised to clean the optical lenses and recalibrate the rubella assay. The customer stated the calibration passed after centrifugation of master calibrator 1, and the quality controls were within range. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.